Event description:
Dissection following arterial sheath insertion discovered after introduction of enroute .014 wire. Sheath was retracted and enroute 0.014 wire was advanced without event and crossed the lesion. Ica stent was placed and an additional stent was placed proximally to treat the common carotid dissection.

Event description:
This supplemental MDR is being submitted to update the unique device identifier under section d4: unique identifier (UDI) #. There is no change to the initial reported event.

Manufacturer narrative:
A follow-up MDR is being submitted to update the unique device identifier under section d4: unique identifier (UDI) #.

Manufacturer narrative:
A follow-up MDR is being submitted to update the unique device identifier under section d4: unique identifier (UDI) #.

Event description:
This supplemental MDR is being submitted to update the unique device identifier under section d4: unique identifier (UDI) #. There is no change to the initial reported event.